Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, moisture was found on the display screen inside the pump. The pump powered up to a user settings lost alarm. The call service alarm complaint was duplicated. The pump cover was removed to find moisture corrosion on the continuous glucose monitoring module, the watchdog circuit, the eeprom circuit, and on the keypad flex connector.